Manufacturer narrative:
A complete lead was returned in one piece. Guidewire was inserted through the proximal end of the lead and was restricted at the s-curve region due to kinked inner coil. The cause of the reported event was isolated to procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that the physician felt like the lead had a kink in it and wouldn't allow the wire to pass the inner lumen. The lead was not used and replaced. The patient was stable.